Event description:
It was reported that balloon rupture occurred. There were two target lesions located in the bifurcation area near the lmt (left main trunk). The first target lesion was 75 % in-stent restenosis of the previously placed non-bsc stent in proximal left circumflex (lcx). The second target lesion was a 90% in-stent restenosis of the previously placed non-bsc stent located in the moderately tortuous and severely calcified proximal left anterior descending (lad) artery. The physician advanced a 15mm x 4.50mm nc quantum apex¿ balloon catheter for dilation in proximal lad. However, on the first inflation at 12 atmosphere, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with a non-bsc balloon catheter. No complications were reported and the patient¿s status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).